Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer was not able to recall details needed to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.